Manufacturer narrative:
Correction: the date returned to the manufacturer is august 18, 2016, not september 18, 2016, as previously reported. (B)(4).

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed september 29, 2016. (B)(4).

Manufacturer narrative:
This report is submitted on august 24, 2016 by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance with the device use; subsequently the device was explanted on (B)(6) 2016. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report (B)(6) 2016.